Event description:
On chest x-ray a 15cm residual catheter fragment was noted within the right atrium and right ventricle of the heart. The catheter fragment was successfully removed via right femoral approach.